Event description:
It was reported when using the pyxis anesthesia es system, drawer 2.2 failed to close. The customer stated that the malfunction occurred when user trying to issue medication for the patient and there was a delay in issuing medication to the patient. However, there was no patient harm reported. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was caused by the drawer failure. A field service engineer disconnected the communication bus cable on drawer 2.1/2.2 and reconnected the drawer 2.1/2.2 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.